Manufacturer narrative:
Evaluation summary: one used lf1637 ligasure device was received, and examination of the sample confirmed an issue with the locking mechanism of the device. Visual inspection found the knife would not lock and could be extended when the jaws were open. Disassembly of the device found heavy fluid ingress within the device body. A review of the rfid tag for this device found that it had been used on five separate dates. The investigation identified the root cause of the reported event to be multiple uses of a single use device. The instructions for use included with this product cautions users that the device is only intended for single use, and reuse can result in infection or product failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not activate. There was no patient injury. Investigation of the received sample found that the knife blade of the device can be deployed while the jaws are open.